Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to non-recoverable u-02 error and found no further issues. The system was working properly and no additional action was required as the issue was resolved. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted to a laparoscopic surgery after the start of the procedure due to u-02 and c-01 errors on the erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterotomy surgical procedure, the customer observed repeated u-02 error on the erbe. The customer has power cycled the system but the issue return. Technical support engineer (tse) confirmed u-02 and c-01 errors on the erbe. The tse had the customer disconnect then reconnect the rcb connection on erbe then power cycled but the error returned. Tse asked if they had a force triad generator and valley lab cable but the customer did not. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and failure analysis could not replicate the customer reported complaint. Error log c-00 was prominent in the error log. The complaint regarding repeated u-02 error was not replicated based failure analysis.

Event description:
Refer to h10/h11 for follow-up information.